Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the ps1 power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is intermittently displaying an iris is too large error message. It was also noted that the numbers are flickering. There was no report of patient injury.